Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel centrifuge failed to obtain blood from the whole blood in/output. This occurred during a hip nanoscope with bmac and caused a delay to the case for about 30 minutes. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear as this device was manufactured in 2015.